Event description:
Reportedly, on (B)(6)2019, during an ICD replacement procedure due to regular battery depletion, several ventricular noise oversensing episodes were observed in the device memory. No inappropriate therapies were delivered. As a lead fracture was suspected, the physician decided to add a new lead. The use of the subject lead was discontinued. It was capped and abandoned in the patient¿s body.

Event description:
Reportedly, on (B)(6) 2019, during a ICD replacement procedure due to regular battery depletion, several ventricular noise oversensing episodes were observed in the device memory. No inappropriate therapies were delivered. As a lead fracture was suspected, the physician decided to add a new lead. The use of the subject lead was discontinued. It was capped and abandoned in the patient¿s body.